Event description:
Aspen surgical received a report from the distributor indicating that there was a seal issue with the product. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device was not returned for evaluation. Photographic evidence along with the manufacturing lot number were provided for review. The distributor indicated that the defects were found during incoming inspection. A review of the photographic evidence confirmed the issue from the distributor. Analysis of the finished good lot number was reviewed. No non-conformance's were noted during the manufacturing process. A review of the photo from the distributor revealed that the product pouch was cut laterally by the machine during processing. Engineering evaluated the photo and determined that the cut was attributed to loose machine components. Therefore, the root cause is attributed to machine malfunction. Production team was notified of the reported event. Based on this information, no further action is required.